Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implanted pump for spinal pain. It was reported that the patient stated they were having issues with their pump. The patient stated since last monday they had a CT scan and went to the doctor's office after to refill the pump. The patient stated they were asked why their pump was not working but they were not told why. The patient stated that their boluses were going through and had no alerts in the corner of their personal therapy manager (ptm) and that they weren't hearing any alarms. The patient stated they were in so much pain they couldn't walk. The patient requested a rep to interrogate their pump. 2024-08-05 rtg0631886 (con) additional information was received from a consumer (con) reporting that the patient believed the pump was not working after a cat scan and the patient was reporting 10/10 pain. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.